Event description:
The customer received blood glucose readings of 400 and 490mg/dl on the contour link meter, re-tested on two different meters and the readings were 186 and 192mg/dl. The differences between the readings fall in the "c" zone of the consensus error grid, making the differences clinically significant. No adverse event was alleged. The customer is expected to return the test strips for evaluation. Replacement test strips and meter were sent to the customer.